Event description:
It was reported that just as surgery was about to start on the patient , the doctor notice a wire sticking out of the 60 degree, 4 mm blade. When the doctor tested the microdebrider handpiece, the tip of the blade broke off. The actual surgery had not commenced, so there was no patient impact. The device fragment fell only into the sterile field and had no contact with the patient, therefore no injury occured. The device fragment was successfully retrieved from the sterile field and was replaced with a new blade. The surgery was completed without any complications or delay.

Manufacturer narrative:
This device is used for therapeutic purposes. Currently awaiting response to request for return of device to manufacturer for evaluation purposes. The device was not returned and therefore no evaluation could be performed. The following codes were not available in medtronic's (B)(4) system: method: actual device not evaluated. (B)(4). Results: no results available since no evaluation performed. (B)(4). Conclusion: conclusion not yet available-evaluation in progress. (B)(4).